Manufacturer narrative:
(B) (4). (B) (4). The 4.0 x 28mm xience v sent mentioned is being reported under this same medwatch report number. The 2.5 x 8mm xience v stent mentioned is being reported under a separate medwatch report number. In this case, there was no reported deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: death. Time of adverse event: approximately 16 months post procedure. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting of the pre-dilated mid left anterior descending artery with a 2.5 x 8 rx xience v stent and the pre-dilated proximal right coronary artery with a 4.0 x 12 otw xience v stent and 4.0 x 28 otw xience v stent. On (B) (6) 2010, the pt expired. Details surrounding the death are unk. The cause of death listed on the death certificate is dementia. No additional info was provided.